Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Upon visual inspection, a kink at the double marker bands was observed, but was considered likely due to shipping. No other abnormalities were observed. During balloon inflation, fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break on balloon shaft distal to y-connector was observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint for leakage was confirmed, however, the cause has not been determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was initiated to investigate leakage on the commander delivery system and document corrective and preventative actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during transfemoral deployment of a 26mm sapien 3 valve, there was a leak in the commander delivery system. The valve was partially deployed. The valve was post dilated with good result and no consequence to the patient.